Event description:
The caller stated that they had a pt using a 7.5 lo-pro ett, (B)(6). Lot 111201290x, exp date 12/2016. The caller did not know how long the ett had been in use. The caller stated that they had issues ventilating the pt. The issue required reintubation with the same model/size ett. The pt required an extra hr in surgery due to the issue. No other failure info is available at this time.

Manufacturer narrative:
The caller indicated the sample associated to this report is expected to be returned to the mfg site for analysis, but has yet to be rec'd.